Manufacturer narrative:
Title: des strut thickness and clinical outcomes after cto recanalization: insights from latam cto registry year: 2023 reference: https://doi.org/10.1016/j.carrev.2023.03.002 a2: average age a3: majority gender b3: date of publication deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled 'des strut thickness and clinical outcomes after cto recanalization: insights from latam cto registry'. The aim of this study was to compare the 1-year incidence of major adverse cardiac events (mace) between patients who underwent successful chronic total occlusion (cto) percutaneous coronary interventions (pci) with ultra-thin (strut thickness = 75 m) versus thin (strut thickness > 75 m) strut drug eluting stents (des) in the latin american (latam) cto registry. The latam cto registry is an ongoing international observational study from 57 centers from latin america. The ultra-thin des group (uts-des) included non-medtronic des. The thin des group (ts-des) included a number of non-medtronic des, as well as the medtronic resolute onyx, resolute integrity and endeavor des. Cto was defined as a 100 % occlusion of a major coronary artery present for at least 3 months based on clinical or angiographic features. Mace was defined as the composite of all cause death, myocardial infarction (mi) and repeated revascularizations. A propensity score matching (psm) was computed to produce similar groups in relation to clinical and procedural characteristics at a 1:1 ratio. Propensity score matching generated 343 pairs of patients with uts-des and ts-des. Between (B)(6) 2020, 2092 patients underwent cto pci, of whom 1466 were included in the present analysis (475 in the uts-des, and 991 in the ts-des). The principal revascularization indication in both groups was angina control. Other revascularization indications included large ischemic area, heart failure and ventricular arrhythmia. The right coronary artery (rca) was the most common cto target vessel. Other vessels included the left main coronary artery (lm), left anterior descending artery (lad) and left circumflex artery (lcx). The clinical follow-up was done uniformly among centers at 1, 6, and 12 and 24 months. The information could be obtained from the patient's medical record or from a phone call. In the unadjusted analysis patients in the uts-des group had a lower incidence of mace and any revascularization at 1-year follow-up. After propensity score matching, the 1-year incidence of mace, all-cause death, mi, any revascularization, and tvr were similar between the groups.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.